Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a correlation to the evaluation of the pump cannot be conclusively determined. The pump was returned assembled with driveline cut less than 1¿ from the pump housing and the severed portion of lead was not returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the of the inlet tube revealed a normal biological lining along the proximal opening. Similar depositions were present in the inner lumen of the inlet tube, and along the textured blood contacting surfaces of the outflow graft attachment and the outflow elbow. The depositions appeared to be well adhered and did not appear to occlude the flow of blood. Further examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a pump exchange due to infection. Heartmate ii pump was exchanged with a heartmate 3 pump.